Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's therapy suddenly turned off by itself and the patient started severely shaking, their tongue felt like a current was going through it, and their head started shaking. Prior to the event, the patient was in the hospital for a laminectomy of their lower back and turned the therapy off before the surgery, then turned the therapy on after the surgery. However, the patient rep said the patient was in the hospital for 3 days and never charged the implantable neurostimulator (ins) during that time or checked the ins battery level. The patient rep said the patient started to charge the ins before calling patient services and they weren't shaking as bad, but they got the message 'low battery. Recharge your neurostimulator battery to prevent future loss of therapy' message with service code 626 in the dbs therapy app. Agent reviewed meaning of the message. The caller bypassed the message they got the message 'connection interrupted. The connection to the neurostimulator was interrupted. Service code 581.' The caller bypassed that message and saw a screen that indicated the therapy was off. The caller confirmed they were able to turn the therapy on. The patient felt the stimulation and the caller noticed that the shaking improved. The ins battery level was 25%. Agent advised the patient to continue charging the ins to prevent future loss of therapy. The troubleshooting steps that were taken on the call resolved the issue.